Event description:
It was reported it takes greater than 90 seconds and up to 2 and a half minutes to boot up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported it takes greater than 90 seconds and up to 2 and a half minutes to boot up. The power cable door is broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event (long boot up time). Disk drive found out of electrical specification. Power cord door is broken.